Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the staples in the cdh25 instrument malformed and staples remained in staple housing after the operation. The surgeon reanastomosed the tissue again with new stapler.